Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 4.00 x 48mm stent delivery system (sds) was returned for analysis. A visual and tactile examination identified a hypotube break 26.2cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent identified struts lifted at the proximal section. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that a fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while advancing over the wire, the proximal portion of the device kinked and the catheter broke. The procedure was completed another of the same device. There were no patient complications.

Event description:
It was reported that a fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while advancing over the wire, the proximal portion of the device kinked and the catheter broke. The procedure was completed another of the same device. There were no patient complications.